Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she had a site change went to bed at 10pm on monday with a blood glucose reading of 520 mg/dl. Last night, she had a site change and went to bed with blood glucose reading of 449 mg/dl. The customer stated that she treated the 2 high blood glucose readings with a bolus and her blood glucose came down. The customer stated that she had small ketones due to it. The customer stated that she did not have the pump with her to troubleshoot. The customer stated that she will call back.